Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. Examination of the stent identified mid region stent strut damage. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11feb2021. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery with the length of 36-38mm and the diameter of blood vessel was 2.5-2.75mm. A 2.50 x 38 synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.